Event description:
Reporter stated that patient obtained a blood glucose result of 320 mg/dl, while using the suspect device. Based on this result, patient reportedly delivered 15 units of insulin nph (normal dose is 8 units). Reporter indicated that 4.5 hours later, patient became "incoherent". Reporter treated patient with orange juice and candy, after which blood glucose measured 89 mg/dl on the suspect device. No additional treatment was received. Quality control testing had reportedly been perfromed on the system; however, patient was using expired control solutions. Technical support requested the return of the suspect product and replacement product was shipped.